Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to exposition gallery of the lead anchor. The patient underwent a revision procedure wherein, the old clik anchor and ipg spectra were replaced with new clik x anchor and wave writer ipg. The patient was doing well postoperatively and the explanted devices will not be returned.